Event description:
The pt experienced a shock/jolting sensation after turning on their device for back pain that was a result from coughing that developed from a pneumonia 6 weeks ago. The pt shut the device following the shocking. She visited her physician 2 weeks ago and x-rays were taken that showed the lead was okay, but the neurostimulator had moved about 1/4 inch. She also had recharging and communication issues with her device. It was noted that she had not charged in 2 to 3 months. The pt had a future appointment for reprogramming. Further info was requested.

Manufacturer narrative:
(B) (4).